Event description:
It was reported that the patient experienced bruising and sensitivity around the pocket site. It was noted that the top edge of the ipg was protruding and the ipg had migrated. It was also reported that the patient had difficulty charging the ipg as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
It was reported that the patient experienced bruising and sensitivity around the pocket site. It was noted that the top edge of the ipg was protruding and the ipg had migrated. It was also reported that the patient had difficulty charging the ipg as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned ipg was analyzed and exhibited normal device characteristics. However, a review of the patients data found low charge voltage and low charge current which was likely caused by device migration/depth/orientation issues and was the root cause of the complaint. With all the available information, boston scientific concludes that the reported event was confirmed. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.